Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or frozen screen noted. No unexpected restart alarm or low battery alarm noted during testing. No unexpected pump restarts or reset time/date anomaly noted. Unit was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. The customer was assisted in performing a self-test and test passed. The customer reported via phone call indicating that the insulin pump alarm external ram crc error. Customer's blood glucose at time of incident was unknown mg/dl. After the troubleshooting was done, customer advised that she is uncomfortable with the pump. The customer was advised that we would replace the pump.